Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid 4 mg for a total dose of 3.12556 mg/day, bupivacaine 30 mg for a total dose of 23.44168 mg/day, and compounded baclofen 200 mcg for a total dose of 156.27789 mcg/day via an implantable pump. It was reported on (B)(6) 2020 they discussed repositioning the pump as examination revealed persistent abdominal distension causes difficult pump orientation. On (B)(6) 2020 they had difficulty refilling the patient's pump. Difficult orientation was identified during pump refill. They were unable to/could not locate/identify the pump reservoir with ultrasound. It was noted fluoroscopy was required to refill the patient's pump. No action was taken. The outcome of the event was unresolved at time of study exit/death/study closure. The clinical diagnosis was difficulty refilling pump. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event was noted to be related to programming/refill. The patient's weight was (B)(6) pounds. The event date was (B)(6) 2020. Additional information received from a healthcare professional (hcp) via a clinical study on (B)(6) 2020 reported the patient died on (B)(6) 2020. The cause of the death was noted as pancreatic cancer. No further complications were reported/anticipated.